Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the tip of a harmonic ace instrument broke and a plastic fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically using a backup instrument.